Event description:
A report was received that the patient was experiencing discomfort when charging. The physician believed that the ipg was tilted within the pocket. The patient will undergo a pocket revision procedure.